Event description:
It was reported that the a versacross access solution kit was selected for use. During the procedure a leak from hemostasis valve was noted. No further details were provided. The procedure and device outcome details are unknown.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.